Manufacturer narrative:
Insulin pump received with severely damaged retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, reservoir tube cracked, partially broken retainer, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label faded. Cosmetic damage located at the retainer ring confirmed.

Event description:
Information received by medtronic indicated that insulin pump had crack on reservoir compartment. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.